Event description:
It was confirmed by the company representative that the increase in seizures was never alleged against vns, it was believed to be due to illness. No further relevant information has been received to date.

Event description:
It was reported that the patient was having increased nocturnal seizures and according to the patient's mother, the patient's seizures increased after the patient experienced an increase in "infections" (not alleged due to vns). The patient's neurologist passed away and thus is being referred to a new one. The patient's previous neurologist suggested increasing the settings. No additional relevant information has been received to date.